Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that attempted to use the foley catheter but discontinued its use because there was a crack near the tip of the catheter.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed-manufacturing related. The reported failure was able to be reproduced. Based on the evaluation, it was observed that there was a latex residue attached to the surface of the catheter shaft. Performed microscopic examination and found the latex residue stick on catheter shaft. The latex residue can be peeled off and not embedded. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Therefore, this failure mode confirmed related to manufacturing related. A potential root cause for this failure could be due to unclean tank with dirt residue will cause contamination at product and result in dirt defect which can resulting on foreign materials. A review of the device labeling has been conducted for investigation purposed. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that attempted to use the foley catheter but discontinued its use because there was a crack near the tip of the catheter.